Manufacturer narrative:
The ge service rep troubleshot the system and could not duplicate error. He recalibrated the collimator and tested the unit. The unit was working as intended.

Event description:
The customer reported a bad iris pot error. Could not duplicate. There was no pt involved and no report of injury. The customer was booting unit up first thing in the am, rebooted unit then unit came up with no errors.